Event description:
It was reported the patient did not have stimulation and the pain returned. X-ray imagery revealed the excess lead which was coiled behind the battery had pulled upward toward the tunneling path and was kinked or bent. The patient had high impedances on many lead contacts. Initially, the system was reprogrammed and the patient received effective stimulation. The loss of stimulation reoccurred and the patient also had a shocking sensation down his legs and at the lead site. Additional x-rays and reprogramming each time provided the stimulation. It was reported the patient may be scheduled fora lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.